Event description:
The user facility returned the device to olympus medical systems corp. (Omsc) via olympus service operation repair center (sorc) due to a defective air/water feeding function of the device and insufficient drainage on the lens. Omsc inspected the device and found that white foreign material was adhered to the inside of the air/water nozzle. There was no report of patient injury associated with the event.

Manufacturer narrative:
Sorc inspected the device and found that there were no abnormalities in the amount of air and water supplied, and the drainage function on the lens was within the standard range. In addition, omsc evaluated the device and confirmed the following: the phenomenon reported by the user was not reproduced. The amount of air and water supplied met the standards. Even when the bending section was angulated, there was no abnormality in the air/water feeding function. As a result of component analysis of the foreign material adhering to the air/water nozzle, the white foreign material was organic silicon and silicic acids. Based on the above, it is possible that the reported event was temporarily caused by the clogging of the air supply pipeline with the residue of the drug solution. Foreign material may have become clogged due to insufficient rinsing during cleaning by the user facility. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.